Manufacturer narrative:
(B)(4). The hp1 device was returned to the factory for evaluation. Sign of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred buildup was observed at the jaws. The silicone insulation on both jaws were completely in tact. The heater wire was observed to be bent and detached at the tip of the hot jaw. The heater wire remained attached at the base of the hot jaw. No other failures were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the condition of the device as returned, the reported failure mode ¿self activation or keying¿ was not confirmed but confirmed for analyzed failure mode ¿material twisted/bent; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vaso view hemopro, they noticed smoke emanating from the cannula. The bisector was activated without the harvester initiating the trigger. The harvester removed the device from the patient and removed the device from the operative field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vaso view hemopro, they noticed smoke emanating from the cannula. The bisector was activated without the harvester initiating the trigger. The harvester removed the device from the patient and removed the device from the operative field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.